Event description:
Dealer states "left side arm assembly is broken. The daughter states it is transportation people who broke the left arm. (B)(6) was checking on status of order of parts and made the comment that the customer keeps falling out of his chair. He transferred from chair and then the arm piece cut him. The customer is at a facility and they gave him wound care."

Manufacturer narrative:
No RMA has been initiated for this event. Replacement parts have been ordered for this event. Model m51, serial number/date code (B)(4) is approximately 2 years of age. The owner's manual part number 1125085 (rev j oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Transferring to and from other seats, warning: always turn the wheelchair power off and engage the motor release levers to prevent the wheels from moving before attempting to transfer in or out of the wheelchair. Also, make sure every precaution is taken to reduce the gap distance by aligning both the front and rear casters parallel with the object you are transferring onto. Caution: when transferring, position yourself as far back as possible in the seat. This will prevent broken screws, damaged upholstery and the possibility of the wheelchair tipping forward. Note: this activity may be performed independently provided you have adequate mobility and upper body strength. Note: for this procedure, refer to figure 3.5. Position the wheelchair as close as possible along side the seat to which you are transferring, with the rear casters pointing away from it; after the wheelchair is positioned properly for transfer, verify that the motor release levers are engaged. Refer to engaging/disengaging motor release lever on page 57. 3. Flip back or remove arm on side of wheelchair you are transferring from; shift body weight into seat with transfer. During independent transfer, little or no seat platform will be beneath you. Use a transfer board if at all possible. The dealer alleges that the left side arm assembly is broken. The daughter alleges it is transportation people who broke the left arm. The dealer alleges that the customer keeps falling out of his chair. Allegedly while transferring from the chair, the arm piece cut him. The dealer alleges that the customer is at facility and they gave him wound care.